Event description:
A distributor reported that the customer's pump screen was broken, rendering the touchscreen unresponsive and unreadable, with the screen remaining black despite the pump starting, charging, and being recognized by the computer. There was no reported impact to the customer's blood glucose level. No additional outcome information was available, but the device was expected to be returned by the distributor, and a replacement pump was provided.